Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented post implant. It was noted that the pacemaker was in back up mode. A device download was performed successfully. The patient was stable during and post event.